Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges 1st sample was negative, 2nd sample was positive on the same patient when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1144556. Pcr confirmatory test results on the patient where negative for sars-cov2. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided and no relevant issue was found. Retention sample testing was not done because the material was expired. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Therefore, expired materials will not be tested. The product instruction for use (IFU) states, ¿test results are not meant to be visually determined. All test results must be determined using the bd veritor system instrument¿. Therefore, the bd veritor system analyzer must be used for interpretation of all test results. Operators should not attempt to visually interpret assay results directly from the bd veritor system test cartridge. With some specimens, up to four lines may be visible on the test device. The veritor analyzer will appropriately interpret the result. The root cause was traced to user - failure to follow instructions. A trend analysis for false positive results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing for sars-cov-2 a false positive result was obtained. The first test result was negative, however, customer ran a second sample with new cartridge and result was positive. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: the first test presented three lines on the cartridge, the analyzer gave a negative result. The customer had some concerns about this three lines. So they ran a second sample from this patient on a new cartridge. Second test, showed up again three lines and the result was positive. After this they ran a pcr confirmatory test on the patient and the results for sars-cov2 where negative.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 a false positive result was obtained. The first test result was negative, however, customer ran a second sample with new cartridge and result was positive. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: the first test presented three lines on the cartridge, the analyzer gave a negative result. The customer had some concerns about this three lines. So they ran a second sample from this patient on a new cartridge. Second test, showed up again three lines and the result was positive. After this they ran a pcr confirmatory test on the patient and the results for sars-cov2 where negative.